Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the battery did die on point one time and did not alert to low battery life. The customer¿s blood glucose level was unknown. Customer reported that the insulin received diminished battery life and rejected new batteries. The insulin pump will not be returned for analysis.